Event description:
It was reported during use with unspecified bd emerald¿ pro syringe leakage occurred. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported via survey response the clinician experienced leakage during medication administration (2).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported during use with unspecified bd emerald¿ pro syringe leakage occurred. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported via survey response the clinician experienced leakage during medication administration.